Event description:
The primary s-rom mom tha was conducted on (B)(6) 2010. The revision surgery is scheduled to be done on (B)(6) 2014 due to the incident caused by mom.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices finds no abnormal wear. Post retrieval damage is noted. A search of the complaints databases identified one other report against the 3012340 lot code. A device history review was performed previously and identified no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remainder of the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.